Manufacturer narrative:
Multiple small fragments of the lal were returned. No additional testing could be performed due to the condition of the returned lens. Section h6 codes were updated. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +24.0d) was dislocated during the post-operative period due to a larger than normal capsulorhexis and needed to be explanted. Another lal (sn (B)(6), +23.5d) was implanted into the sulcus.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).